Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received insulin flow block alarm and they experienced high blood glucose of 400 mg/dl. The customer¿s blood glucose level was 300 mg/dl. The customer was treated with pump. The customer states event was resolved by infusion change. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.